Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h4; h6; h11 corrected fields: concomitant product the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely, from confirmation of electrical characteristics, with using a tester that image sensor cable had short circuit at the distal end which led to the image abnormality. The short circuit occurred at the connection between the image sensor and the cable, the short circuit may have occurred by massive stress on the image sensor cable by applying stress to the bending section from withdrawing while the tube was bent, twisting and bending universal cord excessively, or the like. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported the flex deflectable videoscope displayed noise the endoscopic image was not visible. The issue was found during set up for use. There were no reports of patient harm.

Manufacturer narrative:
E1: ((B)(6)). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.